Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing. It was noted there were no recorded stored episodes during the time the patient was in the emergency room, which is normal device function while in safety mode. Analysis did not identify any device issues that would have contributed to shocking sensations in the pocket area or pacing inhibition and asystole.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of shocking sensations in pocket. Upon interrogation it was found that the cardiac resynchronization therapy defibrillator (crt-d) was in safety mode; it was unknown if the patient had undergone a recent procedure. Boston scientific technical services (ts) was consulted and recommended changing out the device as in safety mode you are unable to predict the remaining longevity. While the patient was in the emergency room and the field representative was not present, the medical personnel noted pacing inhibition with asystole and the patient experienced pulseless electrical activity and had potentially lost consciousness. An external shock was administered. A revision procedure was performed where the crt-d was explanted for premature battery depletion. A new device was successfully implanted. The following physician reviewed the information approximately one month later and expressed that there may have been a possibility that the patient was in a fine ventricular fibrillation (vf), which is why the shock was administered. However, it was further noted that the emergency room notes do not specify specifics on why the patient was externally shocked. No additional adverse patient effects were reported.